Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient performed automated pd therapy at night and continuous ambulatory pd therapy during the day. The cause of peritonitis was unknown. The peritonitis was manifested by greenish black pd effluent. On the same day as onset, the patient was hospitalized for the peritonitis. On an unknown date, the patient started treatment for the peritonitis with unspecified antibiotics orally and intravenously with (IV) vancomycin, IV flagyl, IV ceftazidime (doses and frequencies not reported). At the time of this report, the antibiotic treatment was ongoing. Twenty days after onset of the peritonitis, the patient¿s pd catheter was removed and one day later, the patient was started on hemodialysis (hd). At the time of this report, the patient was reportedly still hospitalized and hd therapy was ongoing. At the time of this report, the peritonitis was resolving and the patient was recovering from the peritonitis event. No additional information is available at this time. This is report 1 of 5 involved in this event.